Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Reference MFR. Report # 3008011247-2021-00041 for initial report to patient ID (B)(6), which was submitted with the incorrect cfn/fei #.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix iliac limb to treat an iliac aneurysm. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately two (2) years post initial procedure, stent thrombosis that caused occlusion of the right afx limb of the bifurcated stent graft was identified. A open repair was completed with a non-endologix, bypass graft. Reference MFR. Report 3008011247-2021-00041 for initial report to patient ID (B)(6), which was cfn/fei # 3008011247, which was submitted with the incorrect cfn/fei #.